Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated they were involved in a car accident due to inaccurate readings. The patient stated the cgm was displaying 75 mg/dl and when their bg was checked it was 45 mg/dl. There was no information when the bg was taken for comparison and the patient did not provide information on what caused the car accident. The were brought to the hospital where they had a computed tomography (CT) scan and the results did not show any injury. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.